Event description:
Patient with history of breast cancer and bilateral mastectomies in 2006, reconstruction with tissue expanders and silicone gel implants in 2007. Difficulties with ongoing baker 4 capsular contracture on left and baker 3 capsular contracture on right. Presents for removal of silicone gel implants, capsulectomies, and replacement with smaller saline implants. A more involved flap correction at this time is not permitted due to the patient's ongoing smoking with 20 year pack a day history. Past medical history remarkable for manic/depressive disorder. Past surgery history also remarkable for hysterectomy. Medications see medication list. Allergies dicloxacillin.